Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to severe infection. It was also reported that the patient had vegetation and was stable. There were no additional adverse patient effects reported. All available information indicates that the ICD remains in service.